Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 0.2ml with juvéderm® volbella¿ with lidocaine in each side of the marionette lines. 20 days later, patient informed that the filling area was inflamed. Patient presented severe infection. Amoxicillin and clavulonate was started. 5 days later, patient went for consultation in another country where patient currently lives and doxycycline was prescribed for 7 days, even so did not show complete improvement of the infectious condition. Event is ongoing.